Event description:
Yield of technetium was only 2 curies, instead of 3 as stated on labeling. The generator was received today 8-5-97, but eluted only 2 curies, could not use. Never had problem before with mallinckrodt's technetium generator. Generator received & used on 8-5-97. Labeled calibration date is aug 7, 1997, exp date 19, 1997, contents: 3 curies yield.